Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker was revised (B)(6) 2020 due to patient discomfort. The device was sitting too high up causing pain and rubbing against the patient's shoulder. The device was moved a lower location to prevent contact with the shoulder bone. The patient was stable following the revision.